Manufacturer narrative:
Investigation found no bend or kink on the exposed portion of the soft cannula. During fluid path testing a leak was noted coming from a hole that was found in the exposed portion of the soft cannula. It was unable to be determined when or how this damage occurred.

Event description:
It was reported that patient's bg (blood glucose) levels reached over 350 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, patient replaced the pod they bolused via the pdm.